Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 97 mg/dl. Pt then dosed 50 units of insulin. About 3 1/2 hours later pt passed out. Pt's spouse called the emergency medical technicians and when they arrived they checked pt's glucose with the suspect device and the result was 30 mg/dl. They transported pt to the hospital and pt was given a cherry paste and IV. Level 1 control was within range. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.